Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 67-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). During support, the impella cp was increased to p9 at approximately 11:00 am. Shortly thereafter, the patient developed hematuria. The cardiology team evaluated the device position, and the impella cp was pulled back and repositioned under echocardiographic guidance. The patient subsequently underwent successful explant and survived. The reported event involves hematuria requiring device repositioning, which is a known potential adverse event in patients receiving mechanical circulatory support and is listed in the instructions for use (IFU). Based on the available information, the hematuria may also be attributed to patient-specific and hemodynamic factors.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details.